Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, the functionality test noted that loss of power was because the gear was damaged with worn bearings. It seemed that the power drive was used for a long period of time, and the failure was due to normal wear. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
The customer returned the device reporting it stopped working during an operation, losing power. This is report 1 of 1 for event# (B)(4).